Manufacturer narrative:
This report is being supplemented to provide additional information based the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The hygiene microbiological investigation (hmi) results were provided along with the cleaning, disinfection, and sterilization (cds) checklist . The hmi results reported the device tested positive with pseudomonas aeruginosa in both channels (21 cfus/ml ). Cleaning, disinfection, and sterilization (cds) below are information on customers cds checklist: aer/ewd reprocessor: tested. Model name: cantel rapid aer detergent name intercept plus. Disinfectant name: rapicide a-b. Pre-cleaning: aspiration of water through the instrument/suction channel. Flushing channels : air/water (a/w) channel, auxiliary water channel. Manual cleaning : brush points/ pull thru: instrument / suction channel , suction cylinder , instrument channel port. Brush model: not provided. Detergent used : enzimed prevent. Scope sterilization not performed manual disinfection not performed. Disinfectant used: n/a. Scope storage: plasmatyphoon pentax. Scope maintenance : by olympus. The olympus subsidiary (third party) for hygiene microbiological investigation (hmi) investigation results has not yet been received for evaluation as well as the device repair evaluation results. Supplemental report(s) will be submitted should any relevant new information is available and or received. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
As reported, "before returning the loaner device to obe (olympus belgium) service business center, a microbiological control (routine culture test) on this medical device was carried out. The user detected an unexpected contamination. The user did not report any contamination or any other serious deterioration in state of health of any person, to which this medical device could have been a contributory cause. No harm reported, no user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based olympus france french olympus subsidiary (third party) for hygiene microbiological investigation (hmi) results and regional repair center olympus france( rrc ofr) device evaluation. The olympus france french olympus subsidiary for hygiene microbiological investigation (hmi) performed a culture test for the device after the device was reprocessed. The results reported device channel (all channels) conforms to results of 1 cfu/100 ml and 1 cfu/endoscope (micrococcaceae detected) microorganism revivable at 30°c/ 100 ml , microorganism revivable 30°c/ endoscope. The results obtained comply with the target level defined in the regulations of france outlined on july 4, 2016. The results are conform to french recommendation. The rrc ofr device inspection and evaluation findings noted below: insertion part (a-rubber) bending section glue worn. Function checks: angulation system/specified angle and orientation achieved (up/down/right /left angle) passed. ID chip function operational. Electrical safety test of endoscopes passed specifications. Investigation is ongoing. This report will be supplemented accordingly following investigation.